Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of a questionable total bilirubin result from the cobas pure c 303 analytical unit. The initial result was 33.6 mg/l and the repeat result was 125 mg/dl.

Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). A general reagent problem could be ruled out because calibration and quality control results were acceptable. The investigation is ongoing.